Event description:
Manufacturer's ref #:(B)(4).

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc (B)(4). Contact peron: (B)(4). We have not received any information whether any parts were replaced to solve the reported issue. The device logs were received and have been evaluated. The reported event with the generation of high pressure alarms can be verified in the logs. The airway pressure alarm limit was by the user set very close to the actual measured airway pressure and thus easily triggering the high airway pressure alarm. On some occasion, there was a larger increase in airway pressure resulting in alarms for high airway pressure and the activation (opening) of the fresh gas safety valve. This will automatically force the system into its expiratory state, avoiding over-pressure situations. We have not been able to determine the cause of the increase in airway pressure.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact peron: (B)(4).

Event description:
It was reported that while in use on a patient, the anesthesia workstation generated alarms for high airway pressure. There was no patient harm reported. Manufacturer's ref #: (B)(4).